Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming button error and during troubleshooting customer lost the battery cap. Customer's blood glucose was 170 mg/dl. Customer does not recall any significant events that may have caused the device to alarm. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.